Event description:
Upon internal review on 06-jun-2016, this case was reassessed as consumer reported (not medically confirmed). This unsolicited device case from (B)(6) was received on 31-may-2016 from the patient via (B)(6) ((B)(4)). This case concerns a (B)(6) male patient who received treatment with synvisc one and had large knee inflammation. No past drug or concurrent condition was reported. Concomitant medications included esomeprazole (nexium) for chronic gastritis since 2 years and rosuvastatin calcium (provisacor) for cholesterol control since 2 years. It was reported that the patient received the first infiltration of synvisc one 6 ml a little over a year ago at the time of this notification and no adverse event was experienced. The second infiltration of synvisc one 6 ml was approximately 6 months ago and the patient experienced mild knee inflammation which was resolved in approximately 10 days. On an unknown date, the patient was diagnosed of chronic gastritis. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml, once (third infiltration) (batch/ lot number: (B)(4) and expiration date: not provided) for mild knee arthrosis. On (B)(6) 2016, 12 days after third infiltration of synvisc one, within few hours, the patient experienced large knee inflammation due to which the patient went to emergency room and the next day ((B)(6) 2016) to traumatology where 60 ml of synovial fluid was extracted. The inflammation decreased and he improved mobility, but few hours later the inflammation came back, so the patient went to traumatology again and intraarticular liquid was extracted. At the time of report on 06-jun-2016, it was reported that the traumatologist would be contacted in order to get additional information corrective treatment: fluid extracted. Outcome: unknown. Seriousness criteria: required hospitalization. Reporter's causality: not reported. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Additional information was received on 06-jun-2016 from health authority. Suspect batch/lot number was added. Clinical course was updated. Text was amended accordingly. Upon internal review on 06-jun-2016, this case was re-assessed as consumer reported (not medically confirmed). Pharmacovigilance comment: sanofi company comment dated 09-jun-2016: this case concerns a patient who reported receiving synvisc one in knee and later experienced inflammation with effusion for which fluid was extracted from the knee. Based upon the positive temporal relationship and the nature of the events the causal role of product in the occurrence of the events cannot be denied. Furthermore, occurrence of inflammatory events has been well documented after the use of synvisc/synvisc one therefore, the benefit/risk profile of the product is not affected by this report.

Event description:
This unsolicited device case from (B)(6) was received on 31-may-2016 from the patient via (B)(6) health authority (reference number (B)(4)). This case concerns a (B)(6) male patient who received treatment with synvisc one and had large knee inflammation and 60 ml synovial fluid was extracted. No past drug or concurrent condition was reported. Concomitant medications included esomeprazole (nexium) for chronic gastritis and rosuvastatin calcium (provisacor) for cholesterol control. It was reported that the patient received the first infiltration of synvisc one 6 ml a little over a year ago at the time of this notification and no adverse event was experienced. The second infiltration of synvisc one 6 ml was approximately 6 months ago and the patient experienced mild knee inflammation which was resolved in approximately 10 days. On an unknown date, the patient was diagnosed of chronic gastritis. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml (third infiltration) (batch/ lot number and expiration date: not provided) into unspecified location for mild arthrosis. On (B)(6) 2016, 12 days after third infiltration of synvisc one, within few hours, the patient experienced large knee inflammation due to which the patient went to emergency room and the next day ((B)(6) 2016) to traumatology where 60 ml of synovial fluid was extracted. The inflammation decreased and he improved mobility, but few hours later the inflammation came back, so the patient went to traumatology again and intra-articular liquid was extracted. Corrective treatment: not reported for both events. Outcome: unknown for both events. Seriousness criteria: required hospitalization for both events. Reporter's causality: not reported for both events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.

Event description:
Upon internal review on 06-jun-2016, this case was reassessed as consumer reported (not medically confirmed). This unsolicited device case from (B)(6) was received on 31-may-2016 from the patient via spanish health authority (reference number (B)(4)). This case concerns a (B)(4) male patient who received treatment with synvisc one and had large knee inflammation. No past drug or concurrent condition was reported. Concomitant medications included esomeprazole (nexium) for chronic gastritis since 2 years and rosuvastatin calcium (provisacor) for cholesterol control since 2 years. It was reported that the patient received the first infiltration of synvisc one 6 ml a little over a year ago at the time of this notification and no adverse event was experienced. The second infiltration of synvisc one 6 ml was approximately 6 months ago and the patient experienced mild knee inflammation which was resolved in approximately 10 days. On an unknown date, the patient was diagnosed of chronic gastritis. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml, once (third infiltration) (batch/ lot number: 5rsk007 and expiration date: sep-2018) for mild knee arthrosis. On (B)(6) 2016, 12 days after third infiltration of synvisc one, within few hours, the patient experienced large knee inflammation due to which the patient went to emergency room and the next day ((B)(6) 2016) to traumatology where 60 ml of synovial fluid was extracted. The inflammation decreased and he improved mobility, but few hours later the inflammation came back, so the patient went to traumatology again and intraarticular liquid was extracted. At the time of report on (B)(6) 2016, it was reported that the traumatologist would be contacted in order to get additional information corrective treatment: fluid extracted. Outcome: unknown. Seriousness criteria: required hospitalization. Reporter's causality: not reported. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot # 5rsk007 expiration date (09/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsk007 no CAPA was required. (B)(4) genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) would continue to monitor complaints in order to determine if a CAPA was required. Additional information was received on 06-jun-2016 from health authority. Suspect batch/lot number was added. Clinical course was updated. Text was amended accordingly. Upon internal review on 06-jun-2016, this case was re-assessed as consumer reported (not medically confirmed). Additional information was received on 09-jun-2016. Expiry date of suspect drug was added. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: (B)(4) comment for follow up dated 9-jun-2016: the follow up information received does not change the complete case assessment. (B)(4) comment dated 09-jun-2016: this case concerns a patient who reported receiving synvisc one in knee and later experienced inflammation with effusion for which fluid was extracted from the knee. Based upon the positive temporal relationship and the nature of the events the causal role of product in the occurrence of the events cannot be denied. Furthermore, occurrence of inflammatory events has been well documented after the use of synvisc/synvisc one therefore, the benefit/risk profile of the product is not affected by this report.